Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins with a short circuit on left side was replaced with a new device. It was reported that short circuit still persists with the new ins device but it is not impacting the patient¿s therapeutic settings. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the cause of the short circuit was unable to be determined. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating there were still low impedances: c<(>&<)>0 366 ohms. C<(>&<)>1 655 ohms. C<(>&<)>2 287 ohms. C<(>&<)>3 141 ohms. The rep re-programmed for c<(>&<)>1. Bipolar impedances were lower than typical, at about the 500-900 range.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.